Event description:
Hcp reported the pt presented a few weeks early for a refill complaining of no pain relief. The pump was completely empty when accessed. It was then refilled. The pt came back a few weeks later with the same situation-no pain relief and an empty pump reservoir. The pump was refilled. It happened a third time with the empty pump reservoir. It was also noted that there was a scab above the pump site. The pt's pump was explanted in 2004 due to infection. The organism identified was staphyloccus aureus. It was then returned to the MFR for analysis. Hcp reported the physician believes the pt was accessing the pump themselves to sell the medication. The pt never had any symptoms of overdose. The pt is now taking neurontin. The physician had planned on removing the pump, however, the infection expedited the removal. A follow up report will be sent when add'l info is obtained.